Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The foreign material remaining inside the instrument channel could not be identified, but it may be the tissue of the patient in the previous case. Therefore, there is possibility that the inside of the instrument channel could not be completely cleaned due to insufficient reprocessing by the user facility after the case, and foreign material remained in the instrument channel. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following; the ultrasound transducer was loose. The adhesive on the bending section rubber was chipped. The insertion tube and the light guide tube were kinked. The body control unit, videoscope cable connector, and ultrasonic cable connector were flooded and corroded. The nut color of the suction cylinder was partly missing and worn. The nut color of the air/water cylinder was missing. The flexible printed circuit board of the ccd unit was corroded. The braking force of the up/down angulation control knob was insufficient. The adhesive on the acoustic lens of the probe unit was partially missing. The adhesive on the ccd cover glass was scratched, and the adhesive around the lens was worn. The elevator control lever was deformed. The insulation resistance value of the el connector and ultrasonic cable connector was low. The reported event appeared to be caused by user's insufficient reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in (B)(4) and found that foreign material exited from the biopsy channel of the device. There was no report of patient injury associated with this event.